Event description:
It was reported that patient underwent a procedure utilizing a quick connect drill bit in 2009. During the procedure, the drill bit fractured after it was used to create the hole for acetabular cup fixation. The drill bit was not in contact with the patient¿s body at the time that it broke and another drill bit was available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed july 16, 2009.